Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a fault code 1003 upon interrogation. Boston scientific technical services (ts) was contacted for troubleshooting and discussed a replacement is necessary since the device is leaking current. A save memory to disk was performed and sent to boston scientific engineering for review.approximately one week later, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device memory was reviewed which confirmed the low voltage fault was set on (B)(6), 2012. The fault likely occurred due to an internal electrical short. The loss of energy was not being detected by the device, therefore resulting in invalid battery status information. This electrical short appeared to be intermittent and the voltage appeared to have dropped quickly over a matter of days. The device voltage was at the elective replacement indicator (eri) level, however therapy would have still been available based on the current level. The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that fault code 1003 was recorded in the memory log. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.